Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/03/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and the display device. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 09/09/2016 the reported event of loss of connection was confirmed. A root cause cannot be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test failed. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.